Event description:
Reporter states that pt complained of pain and range of motion. The knee was debrided and a patellar lateral release was performed. A new insert was implanted since the old one was removed for exposure.